Event description:
The customer is indicating a burn occurred under the grounding pad. The generator in use was tested and functioning properly. The burn was described as a "white skin burn" with the possibility of needing a skin graft.